Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge had not been detected on the bus because the ferrite cage was not positioned correctly. A field service engineer moved the ferrite cage to the correct position on the cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator needed maintenance and was not detected on the communication bus. The customer had stated that this malfunction had caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.